Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically and visually examined. Inspection of the device revealed that there were numerous kinks throughout the hypotube, and the collar shaft was detached at the metal portion of the exit notch. The ends of the detached shaft are damaged and slightly twisted. The damage to the end of the detached shaft indicates that the device was rotated with force during handling of the device. Product analysis confirmed the reported event, as the collar shaft was detached. However, the damage to the device indicates there was force during to handling of the device and that it was not detached in the packaging.

Event description:
It was reported that a device fracture occurred. A 6f guidezilla ii was selected for use. During the preparation, it was observed that the guidezilla ii was fractured upon opening the package. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a device fracture occurred. A 6f guidezilla ii was selected for use. During the preparation, it was observed that the guidezilla ii was fractured upon opening the package. The procedure was completed with another of same device. No patient complications were reported.